Event description:
It was reported that the left ventricular lead dislodged. A lead revision was done and the lead remains in use. No patient complications have been reported as a result of this event.